Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners were messing up their teeth. They have been to the orthodontist and it was recommended they stop treatment. At check in patient marked true to allergic reaction, inflammation, sensitivity, not fitting, jaw discomfort, recent dental work and wisdom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.